Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that the patient felt heating at the ins pocket while recharging. The rep reported that the recharger felt warm, and the antenna felt warm, which was causing the ins and extension to feel warm inside. The rep reported that the patient did not feel any warmth during normal use of the therapy. The rep reported that they spoke with the patient earlier today, but was not currently with the patient to conduct troubleshooting. The rep reported that the patient wished to follow-up with their managing hcp regarding the issue at their next scheduled appointment. The rep reported that the patient did not see the thermometer icon when they recharged the ins. The rep reported they did not know how many charging sessions the patient has had, but the patient stated that the ins was being charged daily. The rep reported that the patient recently had surgery as they were only implanted 1.5 weeks ago. The rep reported there were no signs of skin irritation. The rep reported that the patient was charging directly on skin while laying down and review placing a thin cloth between the recharger antenna and the skin. A replacement recharger was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins and extensions heating during recharging was not determined. The patient texted the rep on (B)(6) 2018 and said that they felt like it was better with the replacement of the insr. They planned to alternate usage a couple times to confirm. The weight was unkown. The information was not confirmed with the physician/account, but the interaction had been strictly between the rep and the patient. They have informed the physician, but there was nothing for them to confirm to the rep. There were no further complications reported.